Event description:
During service of product unit was found to have an intermittent apnea alarm in adult setting due to integrated circuit u7 on the analog board being out of specification. Replaced u7.